Event description:
The duett sealing device was deployed following an interventional procedure via a 7 fr sheath in the common femoral artery. During the standard deployment procedure safety check, blood return was noted and the deployment was discontinued. Upon device analysis by vsi, the core wire was found to be broken and protruding from the sealing balloon. No injury or adverse event occurred as a result of this event.